Manufacturer narrative:
(B)(4). Evaluation, results: (arterial and venous occlusion). Results/conclusions: (iliac vessels have severe tortuosity and are small in diameter).

Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 8 years ago. Aneurysm and vessel morphology at the time of implant and currently are unknown. The iliac vessels have severe tortuosity and are small in diameter. Currently there is disease progression with aortic neck dilation. The patient was lost to follow-up; the patient was last seen one year after initial implant. On an unknown date the contralateral iliac stent graft limb was occluded and a femoral to femoral bypass was performed. A CT demonstrated that the stent graft has migrated with a type I endoleak present (MFR 2953200-2011-00006). The physician plans to treat the patient this month with a talent converter device. No additional clinical sequelae reported, and the patient is fine.